Event description:
It was reported that during an implant procedure, after the implantable pulse generator (ipg) was connected there was no ventricular stimulation. Many attempts of changing the polarities were performed, the voltage increased to maximum value, and the connection was verified, with no change. The ipg was disconnected and reconnected and then the impedance value was 9.999 ohms. The lead was checked via analyzer and parameters within range. A new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.